Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosed and concentric first obtuse marginal artery. The nc trek was advanced without resistance to the lesion and during the first inflation, the balloon ruptured at 14 atmospheres. It was further reported that the nc trek balloon was not submerged in saline prior to use in the patient. The procedure was completed successfully using a non-abbott balloon catheter and implanting a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek coronary dilatation catheter instructions for use (IFU) instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it could not be determined if failing to submerge the balloon prior to use contributed to the balloon rupture.